Event description:
It was reported that the c-arm rotation would not lock and was moving uncommanded. No injury reported. A field engineer was dispatched to the site and it was determined that the power control board needed to be replaced. Once this was completed the system was working as intended.